Event description:
We have rec'd a report from our (B)(4) subsidiary that a customer (B)(6) has reported that the van riesen strap & handle that we supply as part of the bed accessory (B)(4) lifting pole & handle assy has broken on the adjustable strap housing, the breakage occurred when the pt wanted to sit-up and pulled on the hand grip. Client fell back into the bed. Although no injury was sustained we are reporting the incident because of a potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
While it is clear that the housing has failed, the manner in which it has failed is not clear; therefore we have requested the part for a closer examination. We will submit a f/u report in due course giving details of our findings and actions.